Event description:
The following description of the event was documented by a carefusion technical support specialist on (B)(6) 2014 in response to a phone conversation with a user facility representative. "[Name removed] says vent has a sign on it from last night that says" do not use inop". He says no patient injury was reported. He has not tested the vent as it is in the resp dept 2 floors away from him. He said that is all the info he has. He had the dir of rt next to him and dir did not have any details at all. They both said they were sorry for not being able to supply better details and they understand if the field service engineer is not able to repair the vent on initial visit."

Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the unit, verified the complaint and determined that the cause of the reported event was a malfunctioning power supply. The carefusion field service representative replaced the power supply, power ribbon cable and ran the device through a complete performance check per the service manual to ensure that the device meets factory specs. Upon completion, the device was returned to the user facility's control ready to be placed back into service. The carefusion failure analysis lab technician evaluated the power supply and was unable to verify the complaint. The carefusion failure analysis lab tech did find oxidation on the end caps of fuses f400, f401, f402, and f300. This oxidation may have been a contributing factor to a voltage drop across fuse f400 which could have caused the reported event. However, the carefusion failure analysis lab tech could not reproduce the reported event.